Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a reciproc file does not hold in a contra angle; no injury occurred.

Manufacturer narrative:
Customer returned one reciproc file r50 5/100 25mm 050 in loose. The file actually does not hold into contra-angle because the flat's length on the latch part is too short. Moreover, the handle has not the required overall length. Nothing unusual to report was found during DHR review (batches #1506576 and #1520302). A sporadic cutting-off machine fail is at the origin of the issue. Root cause is equipment. Involved cutting-off machine is #1225. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.